Manufacturer narrative:
Corrected device codes from adverse event without identified device or use problem: 2993 to difficult to open or close: 2921.

Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure and a 27mm watchman laa closure device was implanted. The patient presented for a 6 month follow up transesophageal echocardiogram (tee) and a thrombus was noted on the device. The patient will remain on anticoagulation. No further information is known at this time. It was further reported the post-implant drug regimen was followed. A 4mm anterior leak was noted during the implant and a 5 mm leak was noted at 45 day follow up.

Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure and a 27mm watchman laa closure device was implanted. The patient presented for a 6 month follow up transesophageal echocardiogram (tee) and a thrombus was noted on the device. The patient will remain on anticoagulation. No further information is known at this time.